Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. In order to prevent this very failure use of this ceramic femoral head on a implanted stem where a femoral head had already been used (previously used taper) is not recommended and is considered off label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon trialed srom head and asked for a ceramic +12 36 mm implant. And it was mention that it was off label to put a ceramic head on a previously used taper. Upon impaction of real ceramic head, the head split in two pieces. Surgeon said this was due to a used taper. All pieces of ceramic head were successfully removed and surgeon impacted metal srom +12 36 mm head onto trunnion.